Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. Review of the event history log found primary audible alarm post, acu watchdog failure. Functional testing confirmed the reported issue. The cause was determined to be due to the main board and speaker. The main board and speaker were both replaced to resolve this issue.

Event description:
It was reported that the pump had a system failure. There was no patient involvement.